Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number: 399.43, synthes lot number: a7oa40 (wo# 904196), release to warehouse date: 12-oct-2005, manufacture site: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Investigation summary visual inspection: the hammer 700 grams was received with no evidence of grease or oil coming out of the handle/shaft interface. The balance of the device is in worn condition with impactions marks along the hammer portion of the device. The received condition does not agree with the complaint description, therefore the complaint is not confirmed. Dimensional inspection: a dimensional inspection was not performed as the complaint is related to foreign substance and not any relevant feature on the instrument. Conclusion: the complaint condition is not confirmed as the hammer 700 grams was received with no evidence of grease or oil. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the specific sterilization procedure at the reporting hospital has contributed to the reported event and subsequent decontamination of the device at synthes monument site has removed all evidence of the reported condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on unknown date in 2018, three (3) mallets were opened and appeared to be leaching some sort of grease or oil that seemed to come from a gap between the metal shaft and the wood handle. The mallets were removed from the sterile field and replacement mallets were supplied. It is unknown if there was any surgical delay. It is unknown if there was any patient involvement. This report is for one (1) hammer 700 grams. This is report 3 of 3 for complaint (B)(4).